Manufacturer narrative:
Review of the MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from am healthcare provider (hcp) concerning patient with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported that MRI compatibility guidelines were requested. The caller stated that the patient reported the ins is ¿inoperable¿ and the patient programmer will not interrogate the ins. Caller reported that patient has been charging ins, but they do not have any equipment with them. It was reviewed that it was not recommended scanning patient as they cannot go into MRI mode. It was suggested the patient call for further troubleshooting and that they may also need to see their hcp. No patient symptoms were reported. No further complications were reported/anticipated.